Event description:
It was reported that the balloon was fractured. The chronic totally occluded target lesion was located in the right coronary artery. A stingray guidewire was selected for use. During the procedure, it was noted that the balloon was fractured and the guidewire could not exit the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
It was originally reported that the device code was material integrity problem (B)(4). The corrected device code has been updated to difficult to advance 2920. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the stingray guidewire for batch 21071343. The shaft and tip were microscopically and visually examined. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that the balloon was fractured. The chronic totally occluded target lesion was located in the right coronary artery. A stingray balloon catheter was selected for use with a stingray guidewire. During the procedure, it was noted that the balloon was fractured and the guidewire could not exit the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.